Event description:
Pt underwent lung volume reduction surgery and the surgical stapler misfired and cut without stapling. The pt hemorrhaged, cell saver was employed, the raw surface of the lung was oversewn with continuous 4-0 dexon, then a more proximal staple line was configured. The pt recovered as expected. Rptr is reporting this now, because they learned of a recent misfiring of a surgical stapler being used in a lung volume reduction surgery that resulted in a pt death.